Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1 - adverse event/product problem. B2 - outcome attributed to event. H1 - type of reported event.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the footplate would not close all the way. The method of achieving hemostasis was not provided. No additional information was provided.